Event description:
It was reported that the pulse generator exhibited backup vvi mode after a lead revision procedure. The device was restored to normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.